Event description:
It was reported, the camera head had showed an error e226 (scope communication error) . There was no patient involvement.

Manufacturer narrative:
To date, device has not yet been returned for evaluation. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had showed an error e226 (scope communication error) . There was no patient involvement.